Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
During a remote follow-up, there was no radio frequency (rf) telemetry communication with the device. There was also no rf telemetry communication with the device in the clinic. The software was updated with no resolution. The vibratory patient notifier worked as expected and the patient was enrolled in inductive merlin@home for follow-ups. No intervention was performed and the patient was stable.